Manufacturer narrative:
Technician evaluated device, performed routine system maintenance, and verified the device operated within specification. The device history record confirms that the product passed and met all requirements before releasing. Per labeling, "the treated areas should be massaged two (2) times a day for several minutes. For inner or outer thigh treatment it is recommended to avoid crossing your legs until any tenderness has resolved." Nodules are an expected side effects from laser treatment procedures, but due to surgical intervention, this is intended to be a reportable adverse event.

Event description:
Cynosure was notified by the (B)(6) that patient experienced nodules following a laser treatment using sculpsure on (B)(6) 2017. Patient received surgical intervention for nodules/fat necrosis on the medial side of the root of the thighs.